Manufacturer narrative:
This event was identified on an online medical forum and there was no contact information available of the initial reporter. Therefore, it was not possible to obtain any further information regarding the event. This event could not be matched to a previously reported event to medtronic neurosurgery. The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unk if the pt's valve site had been exposed to strong magnets. (B)(4) products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves.

Event description:
It was reported to medtronic neurosurgery that the pt had a magnetic shunt valve lose it setting at least 13 times during the 3.5 years it was implanted. The report stated that the device caused overdrainage. Reportedly, the nsc lp shunt was implanted behind the pt's ear and shunted in to their third ventricle. According to the report, the device was replaced with an integra osv11 which was replaced again after 12 months. Reportedly, the pt is feeling better.